Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The alarm was replaced to resolve the issue.

Event description:
The hospital reported a speaker not detected error which could result in the loss of audible alarm. There was no report of patient involvement.